Event description:
Caller reported that a malfunction occurred on the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, providing information for a pump reset. The same malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further issues arise.